Manufacturer narrative:
(B) (6). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: upon reception, the visual inspection of the connector components revealed: damages at the top of the ventricular setscrew's hex cavity which was completely rounded thus explaining the difficulties to screw/unscrew. Damages at the blade of the returned screwdrivers. The connection issue reported by the user during the implantation at the ventricular level and the abnormal impedance more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot. The most probably hypothesis to explain the reported event is that: the screwdriver was not fully inserted in the ventricular setscrew's hex cavity, which damaged the setscrew at the upper part of the hex cavity. However, the ventricular setscrew could have been screwed but no click sound was heard because of a poor contact between the setscrew hex cavity and the screwdriver's blade. In addition, when trying to unscrew: the setscrew seemed locked without turning. A pull test was done and the lead did not pull out, the physician verified also that the lead's tip was protruded from the lead connector. In reality, the lead was not completely tightened: in consequence, the lead pin could have been slightly dislodged from the distal ventricular terminal block because of the pt's movements thus explaining the abnormal impedance and pacing/sensing measurements made at the post-implant check and two days after. It was confirmed by the x-ray made before the explantation showing that the ventricular lead pin was not protruded from the distal ventricular terminal block; to address this, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instruction for use.

Event description:
Reportedly, a connection issue occurred at implant of the pacemaker involved in this MDR report: no click sound was heard when screwing the ventricular lead, as it was impossible to unscrew and as the lead seemed tightened, the device was kept implanted. At post-implant check, high impedance was observed and it was impossible to measure pacing/sensing thresholds. An x-ray showed that the lead tip was not completely inserted. A re-intervention was done: the ventricular lead could be finally pulled out without unscrewing. The pacemaker was returned for analysis. Another pacemaker was implanted without any anomaly.